Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. On (B)(6)2023, 2908 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain due to essure device") in a 39 year-old female patient who had essure inserted (lot no. C26966) for female sterilisation. The patient had a medical history of abdominal pain on (B)(6) 2023, pelvic pain on (B)(6) 2022, abortion (4), miscarriage, parity 2 and gravida ii in 2015 and overweight. Previously administered products included: paragard. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2979 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomyand diagnostic laparoscopy). The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.298 kg/sqm. [Pathology test] on (B)(6) 2023: specimen(s) received: right fallopian tube, left fallopian tube, essure device. Clinical information: abdominal and pelvic pain. Pre-operative diagnosis: abdominal and pelvic pain. Procedure: laparoscopic salpingectomy. Final pathologic diagnosis: fimbriated fallopian tube showing no significant pathologic features, bilateral fallopian tubes. Hardware (essure device) (gross diagnosis). Gross description: "right fallopian tube, left fallopian tube, essure device". Fallopian tube #1 measures 8 x 1 x 0.6 cm, appears tan purple, is fimbriated, and has no paratubal cysts. Serial sectioning reveals a smooth white luminal cut surface. Fallopian tube #2 measures 6.7 x 0.9 x 0.6 cm, appears tan purple, is fimbriated, and has no paratubal cysts. Serial sectioning reveals a smooth white luminal cut surface. There is thin wired spiral metal hardware included that measures 19 cm in length and 0.1 cm in maximum diameter. [Ultrasound pelvis] on (B)(6) 2022: normal right ovary. The left ovary is not seen, likely obscured by overlying bowel gas. There are two linear endogenic foci at the right and left uterine infundibula, consistent with essure device. [Ultrasound scan] on (B)(6) 2022: reason for exam: pelvic pain, history of essure in place; abdominal or pelvic swelling, mass or lump. Findings: uterus: size = 5-6 cm trans x 4-5 cm ap x 9-10 cm long. Position: anteverted. Myometrium: normal variant. There are two linear echogenic foci at the right and left uterine infundibuli, consistent with essure device. Impression: there is a 1.5 cm ovoid echogenic area within the endometrial stripe with no internal flow, which may represent normal variant endometrial blood products or an endometrial polyp(s). The most recent follow-up information incorporated above includes data received on: 28-sep-2023: reporter and patient information, medical history, lab data, drug stop date, lot no., event onset date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2908 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain due to essure device") in a 39 year-old female patient who had essure inserted (lot no. C26966) for female sterilisation. The patient had a medical history of abdominal pain on (B)(6) 2023, pelvic pain on (B)(6) 2022, abortion (4), miscarriage, parity 2 and gravida ii in 2015 and overweight. Previously administered products included: paragard. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2979 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomyand diagnostic laparoscopy). The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.298 kg/sqm. [Pathology test] on (B)(6) 2023: specimen(s) received. Right fallopian tube, left fallopian tube, essure device. Clinical information: abdominal and pelvic pain. Pre-operative diagnosis: abdominal and pelvic pain. Procedure: laparoscopic salpingectomy. Final pathologic diagnosis: 1. Fimbriated fallopian tube showing no significant pathologic features, bilateral fallopian tubes. 2. Hardware (essure device) (gross diagnosis). Gross description : "right fallopian tube, left fallopian tube, essure device". Fallopian tube #1 measures 8 x 1 x 0.6 cm, appears tan purple, is fimbriated, and has no paratubal cysts. Serial sectioning reveals a smooth white luminal cut surface. Fallopian tube #2 measures 6.7 x 0.9 x 0.6 cm, appears tan purple, is fimbriated, and has no paratubal cysts. Serial sectioning reveals a smooth white luminal cut surface. There is thin wired spiral metal hardware included that measures 19 cm in length and 0.1 cm in maximum diameter. [Ultrasound pelvis] on (B)(6) 2022: normal right ovary. The left ovary is not seen, likely obscured by overlying bowel gas 3. There are two linear endogenic foci at the right and left uterine infundibula, consistent with essure device. [Ultrasound scan] on (B)(6) 2022: reason for exam: pelvic pain, history of essure in place; abdominal or pelvic swelling, mass or lump findings: uterus: size = 5-6 cm trans x 4-5 cm ap x 9-10 cm long position: anteverted. Myometrium: normal variant. There are two linear echogenic foci at the right and left uterine infundibuli, consistent with essure device. Impression: 1. There is a 1.5 cm ovoid echogenic area within the endometrial stripe with no internal flow, which may represent normal variant endometrial blood products or an endometrial polyp(s). Lot number: c26966 manufacture date: 2014-02 expiration date: 2017-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.